Event description:
No ground resistance reading found during pm. No injuries reported.

Manufacturer narrative:
Technician found no ground resistance reading during "pm". Replaced the power cord to resolve this issue.